Event description:
It was reported that the right atrial (ra) lead was not capturing at maximum voltage and impedance was out of range high. Fracture was suspected. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).